Event description:
The home patient (hp) stated that the supply bag fell off the table and came un-spiked. The hp stated that she reconnected the bag and continued therapy, but the homechoice (hc) alarmed quickly after that. The technical service representative (tsr) explained the alarms and had the hp cycle the power to clear the alarms. The tsr explained that the hp would need to start over with new supplies. The hp stated that she would rather finish with manual supplies. The tsr advised the hp to call the registered nurse (rn) within 24 hours and explain exactly what happened. The hp understood the explanation, cleared the alarms, would finish using manual supplies, and would call the rn in the morning. The proper procedures per the user manual were reviewed with the caller and the caller would discard the sample. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the peritoneal dialysis (pd) registered nurse (rn) on (B)(6) 2010. The pd rn stated that there was no patient injury/medical intervention related to this alarm and the patient was continuing therapy as usual. No further information was available.

Manufacturer narrative:
(B)(4). The sample was discarded.